Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, attachment of mesh to peritoneal cavity and fascia, pain, and discomfort. Post-operative patient treatment included revision and excision of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of incisional hernia with mesh. She had revision surgery 1 year and 1 month post-surgery. The patient underwent laparoscopic converted to open repair of recurrent incisional hernia with sub lay mesh and excision of old mesh. The patient had revision surgery 2 years and 6 months following first revision surgery. The patient experienced attachment of mesh to peritoneal cavity and fascia; pain and discomfort.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a repair of incisional abdominal hernia with mesh. She had revision surgery 1 year and 1 month post-surgery. The patient underwent laparoscopic converted to open repair of recurrent incisional hernia with sub lay mesh and excision of old mesh. The patient had revision surgery 2 years and 6 months following first revision surgery. The patient experienced attachment of mesh to peritoneal cavity and fascia; pain and discomfort.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, attachment of mesh to peritoneal cavity and fascia, adhesions, seroma, pain, and discomfort. Post-operative patient treatment included revision, repair of hernia, component separation right oblique muscles, repair colotomy, appendectomy, and excision of mesh.